Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. A pericardial effusion was noted. The pericardial effusion was confirmed by intracardiac echocardiography. A pericardiocentesis was performed and 592 ml of fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noted. The pericardial effusion was confirmed by intracardiac echocardiography. A pericardiocentesis was performed and 592 ml of fluid was removed. The patient was reported to be in stable condition. Additional information was received regarding the event. A transseptal puncture was performed with a non-biosense webster product. The physician¿s opinion on the cause of the pericardial effusion was the placement of the coronary sinus catheter which was not a biosense webster product. The effusion was not noted on ultrasound until following the transeptal puncture and placement of catheters in the left atrium. No ablation had occurred. The patient¿s blood pressure did not drop until the end of the procedure. The patient was admitted to the cardiac ICU after the procedure and required extended hospitalization. Settings during the event include: flow rate at 2ml/min when the catheter was placed in the left atrium. No error messages were observed on the biosense webster equipment. The physicians opinion is that the biosense product was not the cause of the cardiac tamponade. It was a result of the placement of the coronary sinus catheter. However, since it was confirmed that the smart touch bidirectional catheter was in the patient¿s body at the time that the cardiac tamponade was discovered, bwi will be taking a conservative approach and reporting this event under the ablation catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01 serial#:(B)(4)) stockert 70 system (model# m-5463-01 serial#: (B)(4)) coolflow pump (model#m-5491-02 serial# (B)(4)) lasso variable catheter (model# d-1237-01-s, lot#15724137l) soundstar catheter (model# unknown, lot# unknown) (B)(4).